Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported, the device display was "frozen", an unspecified error code was displayed with no audible alarms tone. The nurse indicated, the device was not delivering for 50 mins. The device was removed from clinical service. At that time, the pt's blood glucose was 2.8mmol/l. The physician was notified. The pt was treated with 1 ampule dextrose 50% IV. Therapy was resumed using a replacement device. The results of a repeat blood glucose was not provided. The customer contact reported that the pt "recuperated." Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number: therefore, it will not be returned for investigation. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).